Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown; item number: unknown, item name: unknown cup, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision surgery due to pain and a fractured screw. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Concomitant medical products: item number: 010000663, item name: g7 pps ltd acet shell 52e, lot number: 3087066, item number: 11-107017, item name: freedom constr hd 36mm t1 -3mm, lot number: 295100, item number: 010000983, item name: g7 freedom const e1 lnr 36mm e, lot number: 3217325, item number: ni, item name: unknown femoral stem, lot number: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 103203 taperloc por fmrl 9x137 lot# 005300. Reported event was confirmed by review of radiographs. X-rays were provided and the review identified screw was fractured laterally. Lucency surrounding the superior and superolateral aspect of the acetabular cup suggesting loosening. The cup was horizontally oriented. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00416.

Event description:
It was reported the patient underwent a hip arthroplasty revision due to a fractured screw, pain, and an acetabular defect. A custom triflange was implanted. Attempts were made to obtain additional information; however, none was available.